Manufacturer narrative:
Additional information: a1, a2, a3, b4, b7.

Event description:
It was reported on (B)(6) 2021 that, during wound treatment, iodoflex 5g was causing a bleeding in a patient's wound. A nurse in home decided not to redress the wound with iodoflex 5g because the patient is on rivaroxaban. Nurse was asked if secondary dressing was potentially adhering but did not answer. Query as to whether there is an issue with using iodoflex with rivaroxaban. It was mentioned that the patient has skin like tissue paper. It was reported later that a most recent occasion where iodoflex was removed it didn¿t bleed as podiatrist removed very slowly and cautiously. Current health status of patient is unknown.

Manufacturer narrative:
H6: updated codes h10: the device used in treatment was not returned for evaluation. With all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A medical review concluded it was reported that the patient has ¿skin like tissue paper¿ and the ¿main medication patient is on which may impact bleeding is rivaroxaban.¿ it cannot be definitively concluded that the root cause of the reported bleeding is the direct result of using the iodoflex product. A probable root cause for the bleeding may be pre-existing medical conditions, medication the patient was receiving, or that the dressing was left on the wound for too long. No lot/serial number has been provided; therefore, a review of device history is not possible. A complaint history review found no further instances of the reported event. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to wound bleeding as a result of dressing remaining attached for too long. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported on june 11th that, during wound treatment, iodoflex 5g was causing a bleeding in a pediatric patient's wound. A nurse in home decided not to redress the wound with iodoflex 5g because the patient is on rivaroxaban. Nurse was asked if secondary dressing was potentially adhering but did not answer. Query as to whether there is an issue with using iodoflex with rivaroxaban. Current health status of patient is unknown.